Event description:
Medtronic received a report that after the navien was delivered to the proximal region of the c3 aneurysm, the phenom 27 was placed in m1. The pipeline was delivered and the sleeve was removed in m1. After that, after dropping to the ic-top, deployment was performed again. The deployment operation was repeated from the start of the placement position, but it did not expand well, including the tip. It was deployed until around 2/3 of the entire product, but it seems like there was no sign of expansion. A full resheath was performed and the device was set to m1 again; deployment was performed on m1, but it did not expand. The center and distal section of the pipeline had been positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other operation was performed, such as using another device to deploy the stent. The stent was removed from the patient's body and collected along with the entire phenom27, switched to a different product, and the procedure was continued. The device was intended to be used for fd therapy. The procedure was completed successfully. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid para with a max diameter of 5.4mm and a 3mm neck diameter. Landing zone was 3.96mm distal and 4mm proximal. Access vessel was internal carotid with a 4mm diameter. It was noted the patient's blood flow was xxx and vessel tortuosity was strong. Dapt (dual antiplatelet treatment) was administered, pru level was unknown. There was no change in postoperative findings related to blood flow contrast.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705117813:equipment used: vis (m-81805), 203cm ruler (m-83360) document used: dwgsfg15xxx-yyyy-zz rev. F as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed plastic biohazard bag and within a dispenser track. Visual inspection/damage location details: no device malfunction was reported with the phenom 27 catheter. The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline embolization device instructions for use (IFU): ¿the pipeline embolization system is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline embolization device. The pipeline was found to be returned within the phenom-27 catheter. The pipeline pushwire was found to be extending at ~46.5cm from hub. The pipeline was then removed for further analysis. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be collapsed, frayed and with what appeared to be blood residue. No other anomalies were found with the device. (Pli-20) no device malfunction was reported with the phenom-27 catheter. No damages were found with the phenom hub. The phenom total length was measured to be ~159.3cm. The useable length was measured to be ~152.9cm. No bends or kinks were found with the catheter body. No damages were found with the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed as the distal braid end was found to be collapsed and with what appeared to be blood residue. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. (Reyesr32 2022-09-30) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.